Event description:
The customer called and reported she was wearing the insulin pump during magnetic resonance imaging and a motor error occurred. Her blood glucose was 42 mg/dl, which she treated with food. The customer. It was advised that the customer discontinue use of the device and revert to a back-up plan. Customer was further advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The insulin pump was received with a cracked reservoir tube lip. The displacement test could not be performed and no motor encoder position error alarm could be verified due to the motor error alarm.